Manufacturer narrative:
This report is filed (B)(4), 2012.

Event description:
Per the clinic, the patient developed an chronic infection and fistula at the implant site. It was also reported that the electrode array had extruded from the cochlea. The device was explanted (B)(6) 2011. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2011.

Manufacturer narrative:
(B)(4).